Manufacturer narrative:
Device evaluation: the actual device was returned for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. The device passed mushroom head check. Test positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A device history review found no related items.

Event description:
A peritoneal dialysis patient reported that he ended treatment the previous morning due to the cycler seemingly not pulling from the supply bags. When the cassette door was opened, the patient noted liquid had leaked inside and it seemed the cassette may have ruptured. The cycler will be replaced. The patient completed treatment with manuals. Upon follow up with the patient's nurse it was stated that the patient had four different cassette products from the same lot which had a heavy box in the patient's closet fall on them. The patient used one of these cassettes in this event. All four of these products were subsequently discarded. The patient has since received a new cycler and has been completing treatments.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that he ended treatment the previous morning due to the cycler seemingly not pulling from the supply bags. When the cassette door was opened, the patient noted liquid had leaked inside and it seemed the cassette may have ruptured. The cycler will be replaced. The patient completed treatment with manuals.